Event description:
Patient reported "rupture", "inflammation", "brain fog", "memory loss", " hair loss", "dry eyes", "metallic taste in mouth", "slow muscle recovery", "difficulty concentrating", "severe cramping in legs and feet", "skin rashes", and "fatigue". This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.